Event description:
It was reported that the customer had a motor error alarm. The customer's blood glucose level is unknown. Customer states they do not use the sensor feature and are able to rewind. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.